Event description:
(B)(4). I started having itching brake out on my face along with facial redness, lower quadrant constant stabbing pains throughout back and down leg, constant nausea, headaches and stomach pains.